Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, the clip did not deploy. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The analysis confirms that the clip did not deploy into the anatomy. The returned device showed a device in post deployment stated; with complete sheath split and correct post clip deployed alignment of the tubeset. The device had the vessel locator wings still deployed with clip tines around wings with tissue. The plunger of the device was not retracted, nor was the release rod activated. The device was disassembled, cleaned and reassembled without the clip. The device was re-deployed without incident. The cause of the reported failure to deploy clip could not be determined. Based on the investigation, no product deficiency was identified. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot.